Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device running on its own was duplicated. Based on the investigation details, the likely cause was corrosion and problems with the rotor, motor, press plug, and sag head, which were each replaced along with other components. Service repaired and returned the device to the customer.

Event description:
It was reported that the handpiece continued to run on its own sporadically during set up prior to the start of a surgical procedure. The case was completed successfully with another device. There were no adverse consequences reported as a result of this event.